Event description:
Elderly male with recent fall. Procedure: CT of head, brain, abdomen, pelvis, and spine. Injector was set to inject at 2cc/sec, during the very start of the injection where the piston started to move, the injector syringe blew apart and made a loud pop noise. No known harm was done to this patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter), will obtain.